Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Controller. The reason for call was patient reported having trouble with her legs since monday. Patient said the controller screen went blank and unresponsive. Patient reset the controller, but that didn't resolve the issue. Patient mentioned that they usually can go 4 days without charging the implant. Patient also mentioned that the controller said 'battery empty' when they charged the implant on sunday. Patient didn't have the ac power supply with her at the time of the call, so troubleshooting couldn't be performed. Reviewed with patient to take the battery out of the controller and plug the controller into the power supply and see if the screen comes on, if not the controller needs replacement. If controller battery doesn't charge up, then replacement of the battery pack may be needed. Troubleshooting wasunable to be performed as patient was not with the equipment. Patient will call back when they has the equipment with her. Pt called back and reported previously documented issues. Agent walked pt through setting date and time. Pt connected to the ins and was able to see the controller battery at 0%. Agent reviewed to charge controller prior to recharging the implant. Pt will monitor and call back if needed patient (pt) called back and reported previously documented issues. Agent walked pt through setting date and time. Pt connected to the implantable neurostimulator (ins) and was able to see the controller battery at 0%. Agent reviewed to charge controller prior to recharging the implant. Pt will monitor and call back if needed. Pt called back, repeated previously documented information, and added that they were able to charge their implant (ins) to 100% in the morning, which reduced the controller charge to 50%. After charging the ins, pt charged the controller and observed that the charge increased to only 60% after about 4 hours. Pt noted that, on a previous occasion, charging the controller to full required the entire day. Pt also mentioned that the controller backlight remained on throughout ins charging, whereas it would typically turn off after 2 minutes of inactivity. Agent instructed pt to plug the empty controller into the ac power supply, and pt confirmed successful power-on. Upon reinserting the battery pack (bp), pt observed a green blinking light and confirmed no visible damage to the battery pack or battery compartment. Due to persistent issues, a replacement battery pack was sent out. No symptoms were reported. Patient (pt) called back stating that they really thought something was wrong with their controller. They mentioned that this was like the like the 5th time they called pt services and their battery pack had already been replaced but they were still having issues. Pt stated that they charged their implantable neurostimulator (ins) last night, then charged their controller after the ins was fully charged, and both devices were at 100%. However, when they checked this morning, they noticed that the ins battery had dropped to 80% and the controller was at 70%. They added that while charging their ins, it suddenly stopped and said "finish", so they had to start all over again. Pt felt this was unusual and expressed concern about potentially running out of battery. Pt mentioned that they usually charged their ins every 4 days but now they've noticed that the battery decreased 30% overnight (pt ins battery dropped to 70% during the call). Agent reviewed information about the battery duration. Pt noted that there have been no changes to their program or settings. Agent redirected pt to their hcp to have their ins checked. Agent had pt reset the controller; pt confirmed no visible damage on the controller. Agent instructed pt to fully charge the controller and monitor the issue. Pt will call back if the issue persists.

Event description:
Additional information is received from the patient(pt) that when they first contacted manufacturer and explained that the battery kept dropping its charge, the solution was to overnight a new battery to me even though it could not be proved that the battery was bad. It was not mentioned to patient at that time that they should see physician. Pt mentioned that they had called 4 different times, and they were described how to charge battery and that maybe pt was more active than they used to be and that was why it was using more power, pt was told how to clean the controller and remove the battery and put it back. Finally, on the last call, pt was told that if pt thought it was the controller unit, they needed to see physician because the implant might be bad. Pt made an appointment with physician, which was really an appointment with a manufacturing technician, appointment was on (B)(6) 2026. Pt waited 2 hours and no one showed up. Pt had another appointment on (B)(6) 2026, and finally they met with rep. Pt mentioned rep tested and saw that the controller could not be changed or able to hold any setting that was entered, pt was getting high charges than low charges, so the controller was trying to constantly find the setting therefore drawing down the power to nothing. Pt would try to turn the charger on, and it wouldn't even turn on until it was plugged in. Rep determined pt needed a new controller, so a new controller was overnighted.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.